Manufacturer narrative:
One (1) 5.5 ti cort fix 7x40mm (product code: 1867-31-740, lot no: arcbm1) was returned to the complaint handling unit (chu) for evaluation. Visual examination of the screw revealed that the tulip head and the screw shank were separated, while the cap was intact in the tulip head. The flex ball is fractured into pieces. The drive feature of the screw shank shows extensive wear and tear. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tulip head disassembling and breakage from the polyaxial screw shank cannot positively be determined. However, it is likely that the screw tulip head was subjected to a higher than anticipated load resulting in breakage of the flex ball. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An initial surgery to install an expedium onto the patient's l3-4-5 for degenerative scoliosis was performed on (B)(6) 2014. The revision was performed on (B)(6) 2015 due to the lumbar spinal stenosis occurred at the l5/s. After the stenosis was de-pressurized, the implant was extended to the s1. During the revision, it was found that the rt-l5 pedicle was being fractured. Thus, the screw fixation was not applied to the rt-l5, and only applied to the left l3-4-5/s1 and the right l3-4/s1. The 2nd revision was performed on (B)(6) 2016 due to the nonunion of the l5/s, and the implant was extended to the s2. Prior to the 2nd revision, it was assumed that the nonunion was caused by the clear zone of the screw inserted into the lt-s1. However, when the patient's back was opened, it was found that the reported screw inserted into the rt-s1 was somehow unsteady. The screw was extracted, and the screw head was found fractured. When the screw was placed on to the petri-dish, the head and the screw were completely disassembled. All of the fractured bits were removed from the body by using a pair of forceps. The lt-s1 screw, which was originally thought of as the cause of the nonunion, was also extracted. Although the extracted screw did not appear to be damaged, it will be returned together with the reported screw for investigation. After new screws (cfs 7.0mm x 40mm -same size as the reported screw) were inserted into both side of the s1 and the s2, it was newly fixed with the sai screws (8.0mm x 70mm) and the rods. The surgery was successfully completed with 10 minutes surgical delay. Although there were no injury / adverse consequences to the patient, the surgeon believes that the follow-up is needed. The surgeon inferred that the nonunion had been possibly caused by the fracture of the screw head.